Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: a review of the pump¿s history showed multiple low cartridge alarms, no activity outside of normal use was observed. During testing, the pump powered on normally. The pump was able to successfully pass the ez prime steps and was exercised for 24 hours with no alarms occurring. The force sensor was found to be calibration. A low cartridge warning was stimulated; the pump gave the appropriate audible and visual alert. The warning was accurately recorded in the pump¿s history. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that the pump did not alarm for low cartridge appropriately. The pump¿s settings were programmed to alarm for low cartridge at 10 units; however, the pump alarmed for low cartridge at 4 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.